Event description:
It was reported that during the implant procedure when the physician pushed the lead into the header of the device, it stopped about 3/4 of the way. The last 1/4 of the lead would not enter the header. The device was not used. Physician was able to utilize the lead in a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).